Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation shows the anchor was assembled on the driver. Signs of damage were observed on the anchor threads and anchor head. The anchor was stuck to the driver and not able to be removed. The most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Event description:
It was reported that during thumb surgery the screw didn´t go off the inserter. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.